Event description:
It was reported that the device was at elective replacement indicator eighteen months after implant. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The device was returned and analyzed. Actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. We also received performance data collected from the device and have analyzed the data. Battery depletion /eri (elective replacement indicator) was indicated. The time of eri in save to disk was on (B)(4) 2012 device rrt (recommended replacement time) less than or equal to 2.62 volts. The weekly battery voltage trend data shows battery equal to 2.64 to 2.62 volts between (B)(4) 2012 and (B)(4) 2012. There were three patient alerts for low battery voltage between (B)(4) 2012 and (B)(4) 2012.